Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump gave them the wrong bolus amount which was too much. The customer¿s blood glucose level was unknown at the time of the incident. The customer declined to speak to the help line. Troubleshooting was not completed. The customer did not provide any further information. The insulin pump will not be returned for analysis.